Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the shoulder pack. One of the snaps on the controller compartment was no longer functional. This could lead to the controller falling out. The shoulder pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Lot number, expiration date, UDI, device mfg date are unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed, but not limited, to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.